Event description:
It was reported that the patients ipg was non- functional. It was mentioned that the patient had few procedures, not related to device and unknown if electrocautery was used. The patient underwent an ipg replacement procedure wherein an MRI compatible device was implanted. The patient was doing well post-operatively.

Manufacturer narrative:
Sc-1132 sn: (B)(6). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
It was reported that the patients ipg was non- functional. It was mentioned that the patient had few procedure, not related to device and unknown if electrocautery was used. The patient underwent an ipg replacement procedure wherein an MRI compatible device was implanted. The patient was doing well post-operatively.